Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. Product ID 2090 programmer. (B)(4).

Event description:
It was reported, the touch pen needs calibration and a floppy disk is stuck in the floppy disk drive. The programmer and radiofrequency (rf) head were returned for repair and calibration. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.